Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate any system nonconformity which may have contributed to the reported event. The company service representative performed a standard energy optimization. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
There are multiple related reports for this facility. This report addresses the event that occurred on (B)(6) 2019 right eye and other manufacturer reports will be filed. Upon follow up, error was not recognizable on the machine. The black holes were parts in the interface of the flap that were not lasered.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An eyecare professional reported black holes during flap creation. Clinical applications specialist suspects vertical gas breakthrough but is not for certain. Additional information has been requested. There are two related reports for this facility. This report addresses the event that occurred two weeks ago and another manufacturer report will be filed for the event that occurred on (B)(6) 2019. This is one of two vigilance reports being filed for this facility. The alcon reference numbers are: 2019-93354, 2019-93355.